Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted some of the air detector bracket screws were loose. Some of the wiring where the components plug into the printed circuit board (pcb) had been moved around. A couple of tie wraps had been removed and not replaced. Emi filter had been removed from enclosure. The dual thermistor probe was not seated correctly causing the device to be out of calibration. Functional testing was unable to duplicate the fault and the device ran as intended. The complaint was not confirmed. The most probable but unconfirmed cause was the thermistor not being seated correctly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tightened the screws on the air detector, reseated the top socket thermistor and fixed the wiring by the printed circuit board (pcb). Calibrated the device after fixing the thermistor. Replaced the o-rings and fan guard per preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was intermittently alarming. Patient involvement is unknown.